Event description:
Reference number (B)(4). Event occurred in the brazil. It was reported that the patient experienced an event of infusion set leakage on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6008285 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: packing of quick set the lot 6008285 was manufactured according to the wi version 79, manufactured in the machine m12, on 27/jul/2024 with a total of (B)(4) units. Assembly DHR review: the lot 4g01727 was manufactured according to the wi version 27, manufactured in the line assembly quick set, on 27/jul/2024 with a total of (B)(4) units. The lot 4g06274 was manufactured according to the wi version 27, manufactured in the line assembly quick set, on 30/jul/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4g01704 was manufactured according to the wi version 42, manufactured in the machine 04-08 on 26/jul/2024 with a total of (B)(4) units. The lot 4g06162 was manufactured according to the wi version 41, manufactured in the machine 08, on 29/jul/2024 with a total of (B)(4) units. Trending: a query was run in database on 16/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6008285 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.